Manufacturer narrative:
The reported event involving a pump module with internal blown fuse could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient harm.

Event description:
It was reported that the customer had issues with a fuse on an internal circuit board in the lvp ¿blowing¿ and preventing the lvp from connecting to the pcu. The fuse was replaced and returned to service. It was reported that no patient harm, delay, or serious injury occurred.